Event description:
Urology placed foley over ultratrack hybrid guidewire, when removing guidewire it frayed and broke inside the foley, abdominal kub x-ray showed wire curled inside bladder and extending down inside foley outside penis, urology removed foley and guide wire, second abdominal kub xray confirmed all of guide wire was removed. FDA safety report ID# (B)(4).